Event description:
A customer contacted beckman coulter inc. (Bci) regarding inconsistent glucose (glu) results on duplicate runs generated from the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were not reported outside the laboratory. The customer indicated that there was no impact on patient treatment regarding this issue.

Manufacturer narrative:
New glucose accusense electrode was installed in the instrument on (B)(6) 2010. Customer swapped out the electrode from another instrument and duplicate patient results are now comparable. The customer was sent a new replacement electrode.